Event description:
The patient was implanted with an ams sparc sling to treat stress urinary incontinence. It was reported that the product "failed to function as intended... Because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead, the product caused... Infection or inflammation, tissue abrasion, and other severe adverse health consequences." It was also reported that the patient has "suffered serious bodily injury, mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.